Manufacturer narrative:
Manufacturer evaluation of the instrument logs found that: the laboratory defined "14 hr extended program" protocol comprises 15 steps rather than 13 per the manufacturer recommended 12 hour xylene protocol, which is the closest matching manufacturer protocol. The "14 hr extended program" protocol, which is of 14 hours and 30 minutes duration, has been validated for use in this laboratory; and sub-optimal processing of patient tissue samples has not previously been reported to the manufacturer in relation to use of this protocol. Based on the information provided by the complainant, the patient tissue samples in 18 cassettes exhibiting sub-optimal processing involved in this event were derived from the "14 hr extended program" protocol comprising a total of 160 cassettes, which started in retort a at 19:31pm on (B)(6) 2021 and was abandoned by a user at 09:56am on (B)(6) 2021 during step 15 (final wax infiltration step) of the protocol. The "14 hr extended program" protocol was abandoned by a user at 09:56am on (B)(6) 2021 during step 15 (final wax infiltration step) of the protocol. As a result of this user action, the duration of the final wax infiltration step was approximately 74 minutes rather than the 90 minutes duration originally scheduled. The reduction in the final wax infiltration time of 16 minutes due to the user action at 09:56am on (B)(6) 2021 is considered unlikely to have contributed to sub-optimal processing of tissue samples reported by the complainant. A user drained the retort and opened the retort a lid at 09:57am on (B)(6) 2021. The reagent in bottle 5 (ethanol) had been most recently replaced 44 days prior to execution of the "14 hr extended program" protocol started in retort a at 19:31pm on (B)(6) 2021. The variance between the measured and the calculated ethanol concentration in bottle 5 did not either cause or contribute to the sub-optimal processing of patient tissue samples reported, because the reagent in bottle 5 with a measured concentration of 74% was used for the third dehydration step of the "14 hr extended program" protocol started in retort a at 19:31pm on (B)(6) 2021, and had been used for at least 52 previous processing runs without reported incident. All reagents used for the "14 hr extended program" protocol started in retort a at 19:31pm on (B)(6) 2021 had been used for at least two (2) previous processing runs without reported incident. Investigation of this complaint found the instrument functioned as designed during execution of the "14 hr extended program" protocol started in retort a at 19:31pm on (B)(6) 2021, from which sub-optimal processing of patient tissue samples was reported by the complainant. The images provided showed distinct indentations on the top surface of the affected patient tissue samples. This finding suggests that the thickness of these patient tissue samples exceeded the depth capacity of the cassettes used, resulting in the affected patient tissue samples being compressed during processing, which is likely to have impaired the exposure of the affected patient tissue samples to reagents during processing. Based on the information available, the root cause of the sub-optimal processing of patient tissue samples reported is likely that the thickness of the affected patient tissue samples exceeded the depth capacity of the cassettes used, resulting in impaired exposure of the affected patient tissue samples to reagents during processing in the "14 hr extended program" protocol started in retort a at 19:31pm on (B)(6) 2021.

Event description:
The complainant contacted the leica product application specialist-vic/anz pathology (pas) by telephone and reported "poor processing" of patient tissue samples using peloris rapid tissue processor serial number (B)(4). On 11 may 2021, leica biosystems representatives collected the following information regarding the circumstances involved in this complaint. A leica biosystems field service engineer (fse) visited the customer site in order to assess the operation and function of the instrument. The fse performed minimum verification tests, for which all results were satisfactory, and completed a mini preventive maintenance. The instrument was found to be operating within specification. The ethanol concentration in bottles 3-10 was also measured using a hydrometer, with the variance between the measured concentration and that calculated by the instrument software exceeding the acceptable limit of 5% in bottle 5 only. The pas documented that sub-optimal processing of patient tissue was identified in eight (8) cassettes of a total of 160 cassettes processed using the "14hr extended program" protocol, which started in retort a at 19:31:27pm on (B)(6) 2021 and ended at 09:56:16am on (B)(6) 2021. The pas also detailed the type of tissue artefact as: "underprocessed. Zonal fixation artefact. Centre of "tisse" [sic] underprocessed"; and the tissue type and size of the affected patient tissue samples as: "?uterus" and "18x12x4mm" respectively. On 14 may 2021, the leica product application specialist-vic/anz pathology received information that all patient cases involved in this event were diagnosable; and re-biopsy of a patient(s) had not been either recommended or performed.